Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error while the customer was trying to change the reservoir. The customer's blood glucose was 300 mg/dl which was treated with 25 units of insulin. The drive support cap was protruded. The customer stated the cap looked even with the rest of the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.